Event description:
The customer reported two occasions in 2006, where the machine removed more fluid from the pt than programmed (refer to MDR 9616240-2006-00518). In 2006, between the hours of 11 and 12, the fluid removal was set to 200 ml but the actual fluid removed during that timeframe was 307 ml.